Event description:
During a review of the maude data base in 2009, a report was noted indicating that a pt death had occurred in 2008, in conjunction with the use of a baxter huber needle (product code unk, lot number unk). An unk facility reported a pt was diagnosed with a large infected retroperitoneal lymphatic malformation with hydronephrosis in 2008. A partial resection was performed approx three months later. She (pt) had persistent chylous ascites unresponsive to medical management and numerous drainages of the peritoneal fluid. A denver shunt was placed three months later. The shunt initially worked well but she (pt) then began accumulating chylous ascites again. She (pt) underwent diagnostic fluoroscopy the following month to determine if the shunt needed to be replaced or repaired. The contrast study demonstrated that the tip of the shunt and migrated back to the right brachiocephalic vein region with a fibrin sheath around the tip of the catheter. Drainage of the ascetic fluid was initiated using a closed system with a glass suction bottle. During the drainage, the pt suffered an acute air embolism and expired. No further info is currently available.

Manufacturer narrative:
Although multiple attempts have been made to obtain info related to the facility reporting this event, no info has been received.